Event description:
Customer reported finding the defibrillator did not detect electrocardiogram signal during routine daily testing when first powered on. No reported pt involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.